Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; due to clogging of the nozzle, the water removal ability did not meet the standard value; due to wear of the forceps elevator lever, the up/down knob could not be locked securely; the adhesive on the distal sheath, adhesive around the objective lens and the adhesive around the light guide lens had a white, clouded area; the grip, universal cord and connecting tube were scratched; the adhesive on the distal sheath had a chip and a crack and the probe cover had a dent. Additional information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing, and there were no concerns about the reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had reduced angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign material came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer¿s response, the reprocessing status was unable to be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.